Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
Same case as MFR report# 6000089-2006-00853. It was reported that during a ptca treatment procedure, the 15/3.5mm maverick2 monorail balloon ruptured. The 90% stenotic lesion being treated was located in the proximal left anterior descending (lad) coronary artery. The lesion was described as a restenosis in an unspecified type of stent which had been placed three years prior. The physician delivered a guide catheter across the lesion, and a guidewire into the lcx and another guidewire into the lad. The 15/3.5mm maverick2 monorail balloon was being used to predilate the lesion. The actual number of inflations performed is unk, but was reported as "many." The 15/3.5 mm maverick2 monorail balloon then ruptured at 16atms. The physician subsequently carried out ablation of the lad lesion using a rotablator 2.15mm device. Two other manufacturer's stents were placed using the crush stent technique, one originating from the left main extending into the proximal lad and the other originating from the left main extending into the proximal lcx. The lcx stent was post-dilated using an unspecified 3.75/15mm balloon catheter. The lad stent was post-dilated using another maverick 1.5/15mm balloon. The physician attempted dilatation of the proximal lad using an unspecified 3.75/15mm balloon catheter, but it ruptured at 6atms. He subsequently attempted dilatation of the proximal lad using the stent delivery balloon catheter, but it ruptured at 20atms. The physician then attempted the kissing balloon technique using the 3.5/15mm maverick2 monorail and the stent delivery balloon, but the 3.5/15mm maverick2 monorail balloon ruptured at 12atms. The physician noted resistance as the 3.5/15mm maverick2 monorail balloon was removed, and the balloon rupture was discovered upon removal of the device. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good.'